Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient underwent olif at levels l3-l5. During surgery, the tips of the drivers were broken when surgeon tried to "adjust position of screws". No fragments were left in the patient. The event delayed surgical time within 15 minutes. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.